Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the returned photograph, and it was noted that fluid was inside the bag that contained the sample which suggested a leak may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was stated there was fluid in the outer package. It was further reported that after the external package of the infusor was dried and observed for a while, there was still liquid drug leakage. Inspection found that the blue disc cap was closed, and the location of leakage was unknown. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.